Manufacturer narrative:
The implanting clinician believes the discomfort is from the knot in the stimulator. The implanting clinician is planning to perform a revision to bury the knot deeper. However, the revision procedure has not been scheduled yet. The implanting clinician noted the lead is not protruding through the skin, there is no infection, and the lead has not migrated. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The cause of the discomfort is due to the surgical technique followed during the implant procedure, as the knot in the stimulator tubing was not implanted at an adequate depth. The design fmea for (B)(4) and hra for (B)(4) were reviewed and discomfort is a known issue with mitigation controls in place to reduce risk as far as possible and no corrective action is required.

Event description:
On (B)(6) 2021, the patient attended a follow-up appointment with the implanting clinician. During the appointment, the patient disclosed the incision was swollen and felt uncomfortable.